Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit needed replacement of lithium ion batteries. The battery was replaced on exc board, after install all information from the pump was lost. It did not affect the functionality of the pump. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) battery was replaced on executive board. There was no patient involvement and no patient harm reported. After installation all information from pump was lost, it did not effect functionality of pump. Verifed unit calibrated and passes all functional and safety tests per factory specifcations, returned to customer.

Event description:
N/a.